Event description:
It was reported intermittent loss of capture was observed during the remote heart ablation procedure. The capture was normal after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.